Event description:
It was reported that during a lap nephrectomy procedure, the hand activation would not work and the machine alarmed. When they tried it on the foot pedal, it worked ok. They opened a new disposable from different batch and it worked okay. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.